Manufacturer narrative:
Citation: stephens eh et al. Cardiac function after tetralogy of fallot/complete atrioventricular canal repair. World j pediatr congenit heart surg. 2017 mar;8(2):189-195. Doi: 10.1177/2150135116682719. Earliest date of e-publish/publish used for event date.   No unique device identifier (serial/lot) numbers were provided; without this information it cannot be determined whether this event has been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding cardiac function after tetralogy of fallot and complete atrioventricular canal repair. All data were collected from multiple centers 2005 and 2014. The study population included 20 patients (predominantly female; mean age 72 weeks), one of which was implanted with medtronic contegra (serial numbers not provided). Among all patients adverse events included: severe pulmonary valve regurgitation, mild stenosis, and one permanent pacemaker implant. Multiple manufacturers were noted in the literature; based on the available information, a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.